Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, it was discovered the lead had no sleeve. The lead was implanted without sleeve. The lead remains in use. No patient complications have been reported as a result of this event.